Manufacturer narrative:
An investigation is currently underway. Upon completion, a full investigation shall be provided.

Event description:
The customer returned their enteral feeding pump on 04/20/2016. Upon triage on (B)(6) 2016, it was found that the unit was not alarming once feeding was completed.

Manufacturer narrative:
An evaluation of the (B)(6) was performed for the reported condition of the unit had no audible alarm. The unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a CAPA has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.